Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the doctors were dissatisfied with the accuracy of the navigation system. There are concerns about the frontal sinus balloon having air bubbles. There was better accuracy with newer software. Could not completely eliminate air bubbles.